Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation yes, cartridge batch number not returned, precock functional yes, rotation yes, staple count n/a, swivel yes. Functional tests & results: cylced the instrument yes, test cartridge batch number ckw0269. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received in good physical condition and a cartridge was not attached to the instrument. The instrument was examined and was found to be functional. A test cartridge was secured onto the instrument and was cycled, fired, and properly formed the remaining 23 staples without incident. No conclusion could be reached as to why the reported instrument "fired ten staples and then it jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device fired ten staples and then it jammed. There was no pt consequence.